Event description:
The customer observed a false nonreactive alinity I syphilis tp for a 23-year-old female diagnosed with a syphilis infection. The following results were provided (reference range <1 s/co is non-reactive): sid (B)(6), (B)(6) 2024, abbott syphilis result= 25 s/co; rpr result= positive (1:32); tppa result= positive. The patient was treated for two months and the following results were provided: (B)(6) 2025, abbott syphilis result= 0.12 s/co; repeat results= 0.12 s/co, 0.11 s/co; rpr result= positive (1:1); tppa result= negative. Roche results= 0.19 coi (reference range <1 coi is nonreactive) . There was no impact to patient management reported.

Manufacturer narrative:
After review of this submission, it was discovered section a1 - patient identifier needed to be updated from blank to (B)(6). The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in-house testing and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I syphilis tp assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 63532be01. A device history record review did not identify any related nonconformances, potential nonconformance or deviations associated with lot number 63532be01 and complaint issue. In-house testing of a retained reagent kit of the complaint lot was performed. All controls met specifications and no false non-reactive results were obtained, indicating that the lot performs as expected. Labeling was reviewed and adequately addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I syphilis tp lot 63532be01 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false nonreactive alinity I syphilis tp for a 23-year-old female diagnosed with a syphilis infection. The following results were provided (reference range <1 s/co is non-reactive): sid: (B)(6), on (B)(6) 2024, abbott syphilis result= 25 s/co; rpr result= positive (1:32); tppa result= positive. The patient was treated for two months and the following results were provided: on (B)(6) 2025, abbott syphilis result= 0.12 s/co; repeat results= 0.12 s/co, 0.11 s/co; rpr result= positive (1:1); tppa result= negative. Roche results= 0.19 coi (reference range <1 coi is nonreactive). There was no impact to patient management reported.